Event description:
It was reported that patient suffered from infection.

Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please see below the results of our investigation: as of today, no device return for this complaint has become available due to contamination. No lot number or further patient information was provided so we have been unable to perform a device history review or a clinical review. A review of the complaint history for this part number show no other complaints reported for infection over a 3 year period. We have been unable to confirm the complaint or determine a route cause on this occasion but all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.